Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery testing, it was observed that the attachment device did not spin. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The actual date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the function ring worked intermittently. It was determined that sometimes the device would not move from the tube where the back-end shaft gets locked as a safety feature, not allowing for operation (spinning) of the cutter. Therefore, the bearing sleeve could not be removed. The assignable root cause was determined to be component damage due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.